Manufacturer narrative:
The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported, after implanting the intraocular lens (iol) a crack was observed on the central part of the optic. The lens was cut and removed from the eye and a back up lens was used. Additional information requested.